Event description:
It was reported the device was explanted and replaced due to no output. The physician suspected the device had reached normal battery depletion, however, since the patient had been non-compliant over the last two years, there are no interrogation records available to confirm normal battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.